Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 2 months. A section of the driveline approximately 16 inches long was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the wires approximately 3 inches from the metal connector revealed a breach to the insulation of the brown wire which redundantly supports motor phase 2. Further analysis revealed that the observed wire damage appeared to be the result of repetitive flexing. The remaining wires in that area were slightly kinked, but were otherwise unremarkable. If the exposed conductors of the brown wire made contact with the braided shield while the system controller was operating on the power module, the resulting short to ground would have resulted in the reported alarms and pump stoppage that were confirmed through the evaluation of the data log file that was previously submitted. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller data log file was submitted to the manufacturer's technical service team for routine review. A low speed advisory with a pump stoppage event was observed on (B)(6) 2016. The event resulted in a low flow event and had occurred while the system controller was connected to the power module. The alarm resolved when the system controller was connected to battery power. On (B)(6) 2016, an external driveline replacement was performed. The patient was asymptomatic during the event. No further issues have been reported.